Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charger a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board and defective power supply. The root cause for the contamination was due to ingress of an unk liquid. The root cause for the defective power supply could not be positively identified. No adverse event resulted form the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charger a battery pack.